Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Patient experienced pop in hip approximately 2 weeks ago. It then became more painful this past sunday and she came to the emergency room. Surgeon set her up for revision surgery yesterday. Patient presented with a loose or dislocated femoral head. Upon inspection of the femoral neck, it was determined to revise the femoral component.

Manufacturer narrative:
An event regarding disassociation between the femoral head and stem involving a trident 0° x3 insert 36mm ID was reported. The event was confirmed. A visual inspection noted scratching and yellow discoloration of the liner. Scratching was likely caused by the entrapped metallic debris from trunnion wear. There was also evidence of impingement. No material or manufacturing issues were observed. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the impingement could not be determined because of a lack of information. No further investigation for this event is possible at this time.

Event description:
Patient experienced pop in hip approximately 2 weeks ago. It then became more painful this past sunday and she came to the emergency room. Surgeon set her up for revision surgery yesterday. Patient presented with a loose or dislocated femoral head. Upon inspection of the femoral neck, it was determined to revise the femoral component.